Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced vomiting, diarrhoea, and fever, the cgm was reading 180 mg/dl and the blood glucose reading was 500 mg/dl. The patient mentioned that he was having diabetic ketoacidosis and that he was brought to the hospital by an ambulance and arrived there at midnight. The patient remembered that he was treated with intravenous insulin and vancomycin. The patient did not remember any cgm or blood glucose readings from the time spent in the hospital. The patient stayed a total of 5 days in the hospital before he was discharged. At the time of the report, the patient was in normal condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.